Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, a review of the pump black box data showed evidence of a partially discharged battery being installed on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was intact. The pump was able to power on with the returned battery cap. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.